Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported by distributor per account that the needle was separate from the suture. There was no patient consequence reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/3/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: when did the needle detach from the suture (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? According to the surgery tech that was helping dr. (B)(6), it happened as it was passing through tissue. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). (B)(6) (rvt), (B)(6), dvm. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.